Event description:
It was reported that this right ventricular lead exhibited loss of capture. This lead was explanted and replaced. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).